Event description:
Images were acquired with no conflict; proceeded on to image registration. Image registration was not an optimal match and it had merged with the sacrum approx. 10mm cranially from the anticipated plan. Physician was trying to make up time and pressed verify for both levels w/o fully confirming. When the c-arm was brought into the field to confirm placement, it became apparent that the screws were misplaced. There was no neurological impact. Physician removed the screws and placed them manually under fluoro. There was no impact to the patient.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Evaluation of the reported issue found that the system worked as intended. Incorrect placement of the screw was due to user error as the physician placed the screws without confirming the placement was correct. There was no impact to the patient. The complaint is deemed invalid. The cause of the reported issue was traced to user technique.